Event description:
It was reported that intraoperatively, the valve was not flushing causing a hematoma. The problem was realized at the beginning of the operation, which was delayed due to the fact that it was the only valve at the hospital. It was also reported that attached catheter did not have holes in it.